Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 243 mg/dl and 95 mg/dl. The test strips are not available for return. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.